Event description:
The patient reported falling on (B)(6) 2026. After the fall he was unable to interrogate his device. During clinic, they were unable to interrogate his device after multiple attempts we are wondering if the fall could have damaged the device. A CT was performed, the results were unremarkable. On (B)(6) 2026, the rns was replaced. No visible damage was noted with on the battery. The rns was returned to neuropace and is undergoing investigation.

Manufacturer narrative:
(B)(4). The explanted device was returned to neuropace and is undergoing analysis.